Event description:
Philips received a customer complaint from a biomedical technician regarding a v60 device that was received in the biomed shop with high-pressure error codes. It was reported that there was no patient involvement at the time the issue was identified. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported issue. Review of the event log verified the presence of error code 1009- pressure regulation high. Troubleshooting activities included verification of proximal and machine tubing connections, review of pressure and flow settings, and discussion of potential component replacement, including the data acquisition (da) printed circuit board assembly (pcba) and motor controller (mc) pcba. A manufacturer¿s field service engineer (fse) was subsequently dispatched to the site and confirmed the reported issue. During the onsite evaluation, it was determined that the machine and proximal pressure lines had been crossed. The customer corrected the tubing connections and replaced the da pcba. Subsequent testing revealed failure of the performance verification test (pvt) pressure test, which was traced to a da-to-mc ribbon cable that was not fully seated. The customer was advised to properly seat the ribbon cable and complete a full pvt with passing results prior to returning the unit to service. In accordance with the service manual, crossed machine and proximal pressure lines were identified as the root cause of error code 1009.

Manufacturer narrative:
Multiple attempts have been made to try to obtain operational status, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.